Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string broke off of the tampon leaving the pledget inside her vaginal cavity. Consumer forgot to remove the pledget and it remained inside her vaginal cavity. Two days later she manually removed the tampon pledget. Multiple attempts have been made to obtain further information regarding the consumer¿s outcome, however, no further information has been received.